Event description:
It was reported that an error message was received upon power up, and the programmer would not power up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Initial analysis found the programmer powered up with a blank display, so viewing of a system error was not possible. Further analysis confirmed the programmer powered up with an error message. A root cause of the issue was not identified. It was further observed the memory card eject pin was broken, and the fan was noisy.